Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed recurrent alert 41 errors indicating an insulin shaft rewind problem and an insulin absolute range error that persisted after two restarts, while blood glucose readings were not affected. Symptoms included no reported clinical effects. Outcomes included the need to replace the ilet and to use backup therapy until the replacement arrived. Investigation included remote troubleshooting, restart attempts, user education, shipment of a replacement device, and return of the reported unit for evaluation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.